Event description:
Further follow up information received from the patient reported that the circumstances that led up to the event was that it was not helping in the area "of the stimulator" (not helping in the right waist area) and that their back degeneration had become worse for the patient so they did not what issue caused the therapy not working issue. The tried multiple times in changing the areas, per instructions and per the manufacturer's representative help. The patient stated that they could not "tell you something I do not know".

Event description:
Information received from patient reported that the therapy from the implantable neurostimulator (ins) didn't help or work and their pain worsened. The ins was explanted in 2015. The indications for use for the implanted device were noted as spinal pain and failed back pain syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.